Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: v221333, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 03-mar-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative (rep) regarding a patient undergoing a procedure with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the health care physician (hcp) to the rep that upon lead removal during the procedure on (B)(6) 2019, a lead break occurred. The rep reported the lead involved was a lead with an extended 1 electrode, a ¿3889 long lead,¿ though the specific lead was unable to be determined at this time and follow up is being conducted to acquire the correct model number and lot number. The rep reported that lead product status was implanted and out of service. It was noted that the product had not been replaced by a manufacturer company product but it was confirmed that it would be replaced in the future by a manufacturer company product. It was noted that the environmental/external/patient factors were the operating room (or). It was unknown if the issue was resolved at the time of this report. Additional information was received from the healthcare physician (hcp) via the manufacturer representative (rep) on 2019-aug-13. In response to the inquiry of when the lead broke if the entire lead had been left in the patient or if the lead had been partially explanted and only a fragment was left still implanted, the rep replied that a fragment had been left and the partially explanted lead had been discarded. The rep noted that they had not been present at the time. The rep replied that the lead that broke was the one with the tines and that this had been confirmed with the hcp. There were no further complications reported.